Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. The patient had pain at their implantable neurostimulator (ins) site when the ins was on that suddenly began 8 months ago. The patient notified their rep about the pain at their ins site 4 months prior to (B)(6) 2017. On (B)(6) 2017 an impedance issue was discovered while the patient was meeting with the rep. Impedance measurements were taken which were <(><<)>10k ohms on contacts 3, 6, 12, 14, and 15. The impedance issue was not on the contacts that were being used for therapy. The patient also reported a fall 6 weeks ago. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's impedances were checked and x-rays were performed. The results of the x-rays were not known at the time of the report, but a revision was scheduled. The date of the revision was also unknown at the time of the report. It was reported that the cause of the pain at the ins site prior to the fall was unknown. It was noted that the patient's weight at the time of the event was unknown. No further complications are anticipated.